Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 411 and 358 mg/dl. The customer¿s expected fasting blood glucose test result range is 180-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date and open vial date were not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of : 21-june-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. The lot number provided (zy6678s) is not a valid lot. Unable to perform retention testing". Most likely underlying root cause: mlc-020: user's test strip had poor storage.